Event description:
It was reported that during a routine follow up, the pulse generator exhibited cross talk which caused inhibition. The device would be reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.